Manufacturer narrative:
A follow up will be submitted when additional information becomes available. A getinge service technician will investigate the cardiohelp in question.

Event description:
It was reported that unit getting random flow bubble alarms even with zero flow during maintenance. No harm to any person has been reported. Complaint number: (B)(4).

Event description:
Complaintnumber: (B)(4).

Manufacturer narrative:
It was reported that unit getting random flow bubble alarms even with zero flow. The failure occurred during maintenance. A getinge service technician (fst) was sent for investigation and repair on 2022-07-01. The sensor panel was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. According to the risk analyses v24 the most probable root cause is a defective connection between the sensorbridge board and the digiflow board caused by an electro static discharge (esd). Therefore the error message "flow sensor defective" will be displayed. Another sensor panel with the same failure was already investigated by getinge life cycle engineering on 2020-04-09 . The unreliable plug connections on the digiflow mini-board led to the error. The review of the non-conformities has been performed on 2022-07-07 for the period of 2019-08-06 to 2022-07-01. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely to have contributed to the reported failure. Based on this investigation results the reported failure "random flow bubble alarms even with zero flow" could be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.